Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction section b1: 'product problem' selected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information such as weight. Further information was requested but not received.

Event description:
It was reported that due to an unrelated surgical procedure where the ipg was placed into 'surgery mode' the ipg was no longer able to connect to external devices. A manufacturer representative confirmed and deemed the ipg inoperable. As a result, surgical intervention may be undertaken to address the issue.